Manufacturer narrative:
Initial reporter occupation: health professional. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic thoracic surgery, while on pulmonary tissue, the surgeon was not able to fire the device, was not able to squeeze the handle, but was able to press the green button. Replaced by a new device to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.